Manufacturer narrative:
Concomitant medical products: 4196-88 lead, implanted: (B)(4) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the remaining battery longevity of the cardiac resynchronization therapy pacemaker (crt-p) had decreased since the patient's last follow-up check and the longevity may not have met expectations of the patient. Follow-up was unable to provide additional information at this time. The crt-d remains in use. No patient complications have been reported as a result of this event.